Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. This hp054 was connected to a gen11 and gen04 for testing for the handpiece was not recognized by the generator. It was diagnosed that the presence pin was open (or not connected to the appropriate pin inside the connector). This wire was supposed to be soldered to this pin, but broke free there was an open circuit between the presence pin (bottom left pin if looking into the connector) and center pin on the bottom three. It appears that a couple of strands of the presence jumper wire were broken but the 3 or so strands that remained would be enough to pass all our testing and work on a generator after manufacturing. Then the stress autoclaving likely broke the final strands. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot. (B)(4).

Event description:
It was reported the hand piece is not recognized by the generator. It was prior to a gyn procedure. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported.